Event description:
It was reported to baxter (B)(4) that white particulate matter (pm) was observed in the tubing during filling. The device was being filled with 50ml of normal saline. No report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "white particulate matter (pm)" was not confirmed. A thorough visual and microscopic examination of the tubing showed no signs of white pm in the tubing. The fluid in the tubing was also drained for examination, but no signs of white pm were detected in the fluid. This is a single use device and has been discarded. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.